Manufacturer narrative:
Unk taper. The reporter of the complaint was asked to return the product for analysis. Device is no longer available. Further info from the reporter regarding the serial number has been requested. No further info has been received to date.

Event description:
Reported as "pt's third leak with the port replaced twice". Further clarification "port replaced due to broken port". This report is for the second leak/port replacement. The first leak/port replacement was reported via MDR# 2024601-2013-01056/ the third leak resulted in explant of the band (reported via MDR# 2024601-2013-01056 supplement) and port (reported via MDR# 3006722112-2015-00286).